Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm caused by a disconnection between a supply bag and supply line. However, the cause of the disconnection could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice (hc) device during dwell two of four. The patient was connected to the homechoice at the time of the alarm. The technical service representative explained the alarm and assisted the patient in clearing the alarm. During the troubleshooting, it was determined that the supply bag disconnected without falling. The patient was to complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.